Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile measurement at the time of manufacture is within maximum crimped stent profile. A visual examination of the bumper tip showed no signs of damage. The stent delivery system was returned but there was no stent present on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to stent detachment. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on 31-jul-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the heavy calcified left circumflex artery. A 3.00x20mm promus element ¿ drug eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment.